Event description:
Received notice of complaint concerning above product via phone call received from director of nursing. Reports that the saline side arm separated from the t-connector during a treatment. The line was in its 9th use. The don states that the saline side arm was kinked at the connection, then actually "broke off" during the treatment. The reported blood loss was approximately 150cc. The patient remained stable and there was no medical intervention required. A medwatch form will be filed based on bloodloss. The don also reports that they have noticed an increased incidence of the saline side arm kinking during incubation. The don stated that they have tried to resolve this problem without much success. The don reports that they have ensured that the facility is following policy and procedure in regards to all aspects of the reuse and incubation process. There have not been any other incidents in which a separation has occurred and no other patient events.